Event description:
Procedure type: total gastrectomy. According to the rptr: the device was inflected 3 degrees. On firing, a broken sound was heard. Malformed stapling occurred. The surgeon had to resect more tissue than what was originally planned due to the product problem. Another device was used. No bleeding occurred. Nothing fell into the pt cavity. No tissue was damaged. Operative time was not extended more than 30 mins.

Manufacturer narrative:
(B)(4).